Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the pediatric patient required placement of a central venous catheter for long-term intravenous chemotherapy administration and blood draws due to leukemia. Medical staff placed the catheter on (B)(6) 2025. On the morning of (B)(6), following medical orders, the peripherally inserted central catheter (PICC) was removed. It was discovered that the length of the removed catheter did not match the length inserted (inserted length: 24 cm; removed length: 16.5 cm). The removal process proceeded smoothly without snagging or difficulty. An x-ray was immediately performed, revealing a broken segment of the catheter remaining inside the patient. An interventional procedure to retrieve the catheter was conducted on the morning of (B)(6), during which the broken catheter segment was successfully removed. The residual fragment was located between the entrance of the azygos vein and the superior vena cava. The procedure proceeded smoothly, and the patient exhibited no additional symptoms postoperatively.